Event description:
The bowel grasper instrument was returned without an initial complaint. No reason for the returned was provided.

Manufacturer narrative:
No reason for return was provided. Engineering observed that the instrument was returned with a dislodged cable and main insulation tube damage. The instrument snake wrist was found to be bent and it could not be straightened. A couple of wrist cables were also found to be kinked due to loose tension; however, not visibly broken or frayed cable was observed. Engineering removed the instrument's blue housing and a backend drive cable was found to be dislodged from the gimbal plate hole. The cable had slipped from the wedge feature and the wrist motion was not intuitive as a result. The main tube insulation was also found to be damaged at the distal end. The insulation was gouged on one side and exhibited a couple of 0.040 x 0.015 pieces missing roughly 4.7 above the snake wrist. No other damage was found.